Manufacturer narrative:
(B)(4). The biomed indicated that he ordered a replacement battery. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported by the customer's biomed that when charging to 200 joules on battery power, the device prompted an energy fault. The biomed reseated the battery and the error did not return. There were no reports of pt use associated with the reported failure.